Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis. The reported blood glucose reading was 407 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The daily totals matched with the bolus and basal rate delivery totals. Found no delivery and button error alarms in the alarm history. The customer did not feel comfortable with the insulin pump, and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.